Manufacturer narrative:
Product event summary: the full lead was returned for analysis. Analysis was performed and no anomalies were found. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure the physician was unable to pass the guidewire completely through the lead. The physician noted a "crunch" noise when trying to insert the guidewire. The lead was replaced. No patient complications have been reported as a result of this event.